Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and found that the unit requires ddi calibration. Performed the ddi calibration and performed the patient circuit calibration and. The ventilator performance checks all passed and the unit is working as per manufactures specification.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the performance check won't come in. The hz is out of specs and the piston won't center. There was no indication of patient involvement.